Manufacturer narrative:
Investigation summary: DHR/qn review for batch #7058744 (309605) and sub-assembly. Batches: manufacturing dates: 03/3/2017 to 03/10/2017. All inspections were performed with no quality notifications related to the complaint defect. There appears to have been an issue with a printing pad wheel. Production records indicate that printing pad was replaced at the time. Batch 7058744 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: three photos were received by bd canaan and evaluated. At least 5 assembled 10ml syringes were visible in the photos and reported to be from batch 7058744 (p/n 309605). All of the samples have the same repeated print defects ¿ the 8 and 9 numerals are blurred, as well as the grad lines to the left of 8 and 9. The grad lines below and above those affected appear to be crisp and unaffected. Root cause: this type of defect is consistent with a print pad failure. If there is a defect in the printing pad, it will be repeated from one barrel to the next until the pad is replaced. It is likely the apparent issue with the printing pad found in the DHR review is related to the one observed in the sample photos received. Corrective actions: none at this time. Corrective action was taken at the time the defect was found. No additional actions are being sought at this time. Aql for printing defects at bd canaan is 0.25%. Based on the quantity of defects reported and the batch size for the assembly batch the defective rate is 60 / 546,250 = 0.011% which is well within the aql. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. Root cause: this type of defect is consistent with a print pad failure. If there is a defect in the printing pad, it will be repeated from one barrel to the next until the pad is replaced. It is likely the apparent issue with the printing pad found in the DHR review is related to the one observed in the sample photos received.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The customer reported that this incident involved catalog# 309605 and lot# 7058774, however, according to manufacturing records, lot# 7058774 does not exist for catalog# 309605. Therefore, the manufacturing and expiration dates are unknown. (B)(4).

Event description:
It was reported, the 10 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray came with smeared and blurred graduated markings. Found before use. No serious injury or medical intervention noted.